Event description:
The patient stated he has redness, swelling, and hardness at his infusion site. He stated that he switched sites and the infection would then develop at the new site. He stated that his doctor advised he go on a "pump vacation." He has been using injection therapy since 2006. His physician did not recommend any antibiotics or other medication for the infection. The patient's blood glucose was not affected. The patient stated that his infusion sites have returned to normal and he planned to return to pump therapy in 2-3 weeks. No product was available to return for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.